Manufacturer narrative:
External visual inspection of the explanted device revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, the dummy coil was not received. The electrode condition prevented one of the electrical tests from being performed. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test performed. The device was explanted for medical reasons. The device passed the electrical tests per formed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The patient's electrode array reportedly extruded to the external ear canal. The patient's device was explanted.